Manufacturer narrative:
Based on the investigation, the system displayed some degree of mismatch between the sensor readings and fingerstick calibration entries due to the transient noise in the optical channel observed between (B)(6). Per the glucose plot following the event, the system displayed good agreement between the sensor readings and fingerstick calibration entries. This indicates the transient noise subsided and the system returned to normal performance. There were no further issues, and the sensor was ex-planted on (B)(6) as it reached the normal end of life and the user was implanted with a new sensor. H6: investigation findings updated to 114. H6: investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(4) 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia due to inaccuracies in sensor readings.